Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the compressor pcb as a precaution. The unit passed extended self-testing.